Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. The clip ultimately able to grasp the leaflets. The clip was deployed on the mitral valve, reducing mr to a grade of 1. It was noted that the clip remained and appeared to be stable.on (B)(6) 2026, an echocardiogram was performed and revealed that the clip had partially detached from the anterior leaflet and remained fully attached to the posterior leaflet (partial clip movement), causing mr to increase to a grade of 1+. There was no change to mr. It was noted that the patient felt good. The patient was discharged to home.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet grasping), migration (partial clip movement), or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to a combination of challenging patient anatomy (posterior leaflet prolapse) and procedural conditions (poor imaging). The reported migration appears to be related to challenging patient anatomy (tension on anterior leaflet due to posterior leaflet prolapse). A cause for the reported poor imaging could not be conclusively determined. The reported mitral regurgitation is a cascading event of the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. :

Event description:
N/a.